Event description:
The customer observed falsely decreased tsh and falsely elevated troponin results generated on the architect i1000sr for patient samples. The following data was provided: sample ID (B)(6) tsh initial result = 0.0193 miu/l, repeat = 2.3129 miu/l. Sample ID (B)(6) tni initial result = 441.65 pg/ml, repeat = 0.440 pg/ml. Same patient, new sample drawn 4 hours later and sent to another laboratory where result = 325.60 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section d4 - primary UDI number - this section was corrected from (B)(4). Section d10 - concomitant product - added pre trigger pump (rohs), 7-96345-02, unknown section h4 - device mfg date - updated from blank to 12/1/2016. The field service representative (fsr) inspected the instrument, performed trouble shooting, found evidence of leaking, and the trigger/pretrigger manifold failed precision. Multiple parts were replaced, including the pre trigger pump (rohs), and the module function was verified with a control/precision run. Replacement of parts resolved the issue as an instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) since the service activity was completed. Return testing was not completed as returns were not available. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the pre trigger pump did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the product monitoring review for alinity I/architect did not identify any trends or similar issues related to the architect system. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr, serial number (B)(6), or the pre trigger pump, was identified.

Event description:
The customer observed falsely decreased tsh and falsely elevated troponin results generated on the architect i1000sr for patient samples. The following data was provided: sample ID (B)(6) tsh initial result = 0.0193 miu/l, repeat = 2.3129 miu/l sample ID (B)(6) tni initial result = 441.65 pg/ml, repeat = 0.440 pg/ml same patient, new sample drawn 4 hours later and sent to another laboratory where result = 325.60 pg/ml no impact to patient management was reported.